Event description:
Boston scientific received information that during the attempted implant, this device exhibited safety mode operation and was ultimately removed from the procedure. Reportedly, the physician had been using electrocautery for an extensive time period at which time, loss of telemetry had also been observed. The device was successfully removed and will be returned for a post market assessment. Another device of same model was then successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. During laboratory testing, no loss of telemetry was observed. However, when a device reverts to safety mode operation, rf telemetry is disabled. Therefore, the loss of rf telemetry that occurred during the procedure was caused by the device going into safety mode.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.